Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic after receiving a vibratory alert. Upon review, the right ventricular lead exhibited high impedance and it was also noted that the sensing decreased dramatically. On (B)(6) 2018, the lead was capped and a new lead was implanted successfully. The patient was stable throughout the whole procedure.